Event description:
It was reported that the patient went in for a revision due to abdominal stimulation and a loss of paraesthesia in the right lower extremity despite multiple reprogramming efforts. Impedances were within normal limits. During the revision the lead was tested off of the multi-lead trailing cable (mltc) and impedances remained normal. The physician reported that the lead "continued to slide out of mltc" and opted to replace the lead. Upon observation the lead appeared to be damaged. The new lead was placed, impedances were good, and the patient was provided with adequate relief. There was no report of patient injury.

Manufacturer narrative:
(B)(4).